Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was it adhered to the nozzle that the residue such as chemicals has dried and adhered to it due to insufficient reprocessing. A result of component analysis that the foreign material was found to be organic silicone. We presume that the foreign material was gel-like, and organic silicone-based chemicals, such as anti-foaming agent or anti-fogging agent for lens since it was seen around the nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was confirmed due to the foreign material clogging the nozzle. In addition to the foreign material found clogging the nozzle, other evaluation findings are as follows: the bending section cover and the connecting tube were scratched; the adhesive on the bending section cover had a white clouded area; the bending tube and the connecting tube were dented. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning but there were unspecified abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. It is unknow if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges and if they flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a defective air/water supply. This was found during an upper inspection procedure. The procedure was competed with no delay using the same device. There was no report of patient harm. The device was returned, evaluated, and foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.